Event description:
The patient's spouse reported the patient developed an infection at the device site. The patient expired sometime after (date, time unknown).

Manufacturer narrative:
This medwatch report represents 1 unreported death event for the model 7425 for the above time period (product code lgw).